Event description:
The customer contact reported backflow of IV fluid from the secondary line into the primary line. Line a of the pump was programmed to deliver an unspecified IV solution. Line b was programmed in the piggyback mode to deliver an unspecified concentration of iron sucrose in a 100ml container. No further programming parameters were provided. It was reported that after the delivery was started, pump immediately alarmed with an unspecified error code. It was reported that the nurse opened the door, removed the cassette from the pump, rotated the cassette several times, reinserted the cassette back into the pump and the delivery was restarted. The nurse could not specify if the tubing set had been clamped prior to the door being opened. After an unspecified length of time, the nurse noted the IV fluid on the primary tubing set was discolored with the same "rusty" color of the iron sucrose solution. Reportedly, "ninety five percent of the piggyback solution remained in the piggyback container." The pump was removed from clinical service. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.